Event description:
Patient presented to the physician with a nodule located medially along the clavicle, situated between the stimulation lead incision and the ipg site. Physician prescribed a round of antibiotics and will re-evaluate following completion of the antibiotics.